Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump up arrow button is intermittently unresponsive when attempting to bolus. The patient states that when they want to bolus, the up arrow button needs to be pressed 10 times to get it to move. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: there was no visible damage to the keypad. The contrast & down buttons had an intermittent response. The up button was unresponsive. The ok button responded properly. The keypad was removed and the up button contact was observed to be inverted. Contamination under all of the button contacts was observed. A crack along the battery compartment was observed. Unrelated to the initial complaint, the display screen was dim with a pink contrast. The dim display was removed and replaced with a new test screen and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.